Event description:
It was reported that there was a malfunction resulting in shutdown and the loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
There was no ge visit to the site, but replacement of the power management board was recommended to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). There was no ge visit to the site, but replacement of the power management board was recommended to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).